Event description:
According to the initial reporter, the physician called the district manager indicating the patient did not survive a fenestrated endovascular aortic repair (fevar) procedure with a zfen graft. While the physician said it was a good technical result with the implants, the patient lost 1.25 liters of blood primarily thru the 18fr sheath. As a result, the patient had coagulapathic issues in addition to a infarct in the intestines as well as a retro-parteneal hemotoma. The physician resected a portion of the affected intestines. The physician attributed the patient's inability to survive these events to blood loss. The patient did receive several units of blood as well as cell-saver during the procedure. The physician had to use the 18fr sheath because he could not get up a 20fr sheath into the patients anatomy". The physician stated: "the IFU does not really have an appropriate cannulation strategy particularly when using a 20fr sheath as suggested in this document."

Manufacturer narrative:
The device was not returned for evaluation. A lot number was not provided therefore a review of the work order could not be performed, however there is nothing in this complaint to indicate that the device was not manufactured to specification. Additional information was requested for clarification. The additional information provided stated that the zfen device was used as a contralateral port, which required it to be used in an off-label fashion with multiple 6 fr sheaths cannulating the 18 fr port. The cook extra-large check flo sheaths does not indicate, nor contra indicate placement of multiple (6-7fr) sheaths within the device. The patient's death was believed to be due to excessive blood loss. Discussion with the fellow attending the case a week or two later revealed that there may have been a dissection of one of the superior mesenteric artery (sma) side branches during stent placement that went unnoticed and resulted in internal bleeding and may have contributed to total blood loss. There was advanced notice that the patient may be difficult to access because of known small vessel sizes and the presence of calcification. The case was reviewed, along with the information provided by william cook australia medical director. The medical director stated that the physician was advised due to the patient¿s tight access anatomy on the contralateral side, a gore dryseal sheath should be used rather than a smaller cook sheath, but the physician decided to use the 18fr cook sheath instead. A summary of the issues identified by the medical director are as follows: 1. Tight, calcified access via the iliacs, that had to be pre-treated with viabahn stent grafts. 2. Drip leakage of blood via the valve of the 18fr contralateral sheath, despite advice not to use that sheath. Most of the blood volume lost was replaced using donor blood plus the cell saver. 3. Coagulopathy, suggested due to blood loss, but also possibly exacerbated by ischaemic bowel and metabolic results of that, plus possible metabolites from ischaemic lower limb(s). 4. Poor flow to the left kidney after device deployment, requiring extra cannulation and stenting. 5. No flow to the mesenteric circulation via the sma, requiring further attempts at stenting. Bowel ischaemia with some parts of the bowel already infarcted (that takes time) and needing to be resected. Retroperitoneal haematoma also found ¿ possibly adding to the volume of blood loss. 6. Very long procedure time and anaesthetic, including open bowel resection(s), not helped by the fact that the procedure was done in a cath lab, not a proper hybrid operating room. The device IFU states: ¿always have a vascular surgery team available during implantation or reintervention procedures in the event that conversion to open surgical repair is necessary.¿ ¿the zenith fenestrated aaa endovascular graft with the h&l-b one-shot introduction system should only be used by physicians and teams trained in vascular interventional techniques and in the use of this device, which requires precise planning/sizing as well as accurate longitudinal positioning and rotational orientation during placement.¿. Instructions for fenestration stent placement and deployment states that ¿in the event that small fenestrations are being utilized, stents may be placed to secure positive alignment. Standard techniques for placement of arterial stents should be employed during use of stents.¿. The physician¿s comments about the IFU ¿it doesn¿t have an appropriate cannulation strategy for using a 20fr sheath as suggested in this document¿ are difficult to understand and the medical director was unsure what was meant by this comment. The medical director review of the IFU provided with the device stated that the IFU is clear on all steps. The medical director stated that he cannot find any gaps or omissions in the IFU that applies to this case.

Event description:
According to the initial reporter, the physician called the district manager indicating the patient did not survive a fenestrated endovascular aortic repair (fevar) procedure with a zfen graft. While the physician said it was a good technical result with the implants, the patient lost 1.25 liters of blood primarily thru the 18fr sheath. As a result, the patient had coagulopathic issues in addition to a infarct in the intestines as well as a retro-parteneal hematoma. The physician resected a portion of the affected intestines. The physician attributed the patient's inability to survive these events to blood loss. The patient did receive several units of blood as well as cell-saver during the procedure. The physician had to use the 18fr sheath because he could not get up a 20fr sheath into the patients anatomy".